Event description:
The clinic reported that a laser vision correction patient presented with infectious ulcer in right eye 6 days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain upon wakening in right eye. Patient reported symptoms are not interfering with daily activities and are not lasting and/or disabling. Bcva from (B)(6) 2015: right eye pre-op 20/20 -7.25 x -.50 x 30, left eye pre-op 20/20 -7.50 x -.50 x 0.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction typographical error in manufacturer report number. The number should be 3006695864-2015-00178. Placeholder.